Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include descemet's membrane tear or detachment as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Several glaucoma controlled on one med, he was able to cannulate about 300° and then executed a very controlled gatt. Used gv it works very well, but he felt like he may have caused a small descemet with just putting too much in one spot was not worried or concerned they always resolve. Refilled and went after the superior quadrant was only able to get about 180° and was only able to perform a 90° gatt.